Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: in use, air leakage occurred because, a part of trocar was disengaged. Used another device. No bleeding. Nothing fell into the patient's cavity. No tissue damaged. Not extended more than 30mins. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B) (4).